Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that she is unable to see clearly following bilateral lens implantation procedures. She indicated that her left eye is difficult and has trouble driving. She also reported that she is unable to work on the computer. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient. She stated that she has met with the surgeon and was informed that her lens is now rotated. The patient reported that she had fallen after the initial surgery. The patient has also reported that she now sees double in the left eye. There are discussions between the surgeon and patient to determine whether to ¿replace or repair¿ the lens.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).